Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the customer took the pump into the ocean and was submerged for roughly five minutes. Customer's blood glucose level was 233 mg/dl. Reportedly, the customer will purchase needles for manual injections. Customer declined further follow up from tandem technical support.